Event description:
Caller reported that pump declared altitude alarm 21 and loss of connection appeared, indicated by an out-of-range icon instead of cgm readings. Customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. The customer's insulin was initially suspended due to the alarm, but system was restored after the caller followed instructions to remove obstruction, clean speaker holes, and reconnect the pump's cartridge. Technical support provided tips for improving connection and preventing altitude alarms, which caller acknowledged.